Event description:
Information was received indicating that slow cuff deflation occurred to a smiths medical portex® endotracheal tube following intubation. Air was then added to the tube with no reported adverse effects.